Event description:
Rptr stated that both he and his wife experienced buring a couple of hrs after using these pads. He has a catheter that requires the use of these pads.

Event description:
Rptr stated that both he and his wife experienced burning a couple of hrs after using these pads. He has a catheter that requires the use of these pads.